Manufacturer narrative:
(B)(4) one force fx-8c generator was returned for evaluation. The reported condition was confirmed. The investigation found that bipolar mode was activating automatically. The failure was isolated to the calibration of the unit, but a root cause was not identified. The unit was calibrated to address the condition. The unit input & output supply were verified to be within range and the unit was found to function normally after calibration. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the force fx-8c generator had a problem with the bipolar port and was reported to be alarming continuously. No patient involvement was reported and no additional information was available from the facility. When the unit was checked by the covidien technician the unit was found to activate without input for bipolar mode.